Event description:
A us distributor reported that a patient was experiencing add gel/adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / adjust belt messages) was isolated to all wires in ECG a¿ and ¿b¿ cable being broken at the connector area, causing the ecgs to not recognize. The root cause for the broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.